Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap. After replacing the battery cap, the pump powered up properly. The pump was received with operating currents within specification. No unexpected low battery alarms were noted during testing. The pump passed the displacement, self test, off no power and all operating currents tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 274 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.